Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping the leaflets and slda appear to be related to patient morphology/pathology and likely due to the bi-leaflet prolapse. The reported patient effect of unchanged mr was likely a result of procedural conditions and due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The baseline pressure gradient was 2. The first clip delivery system was advanced to the mitral valve. Grasping was difficult due to the leaflet anatomy. The clip was deployed, reducing the mr to 3. Approximately 10 minutes after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr returned to 4. A second cds was advanced in an attempt to stabilize the slda clip, and reduce mr. Grasping was again difficult and the pressure gradient was 4 with grasping. The decision was made to not deploy the clip as it was determined that 3 additional clips would be needed to reduce the mr, and the physician was concerned that the gradient pressure would be too high. The second cds was removed and the gradient returned to baseline. The patient was confirmed stable post-procedure and sent for mitral valve replacement surgery for treatment. No additional information was provided.